Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Mother reported that patient felt sick on (B)(6) 2011, and went to her physician. Physician thought patient had an infection and suggested "bed rest." On (B)(6) 2011, patient felt "very sick" and did not have coordinated movement. The infusion tubing separated from the infusion device and was hanging on a door handle. Patient noticed this but was unable to change her infusion set. On (B)(6) 2011, father drove to her apartment and called the fire brigade. The fire brigade opened the door and found the patient unconscious. Patient was transported to the hospital and was admitted to the intensive care unit. Mother advised patient may be discharged on (B)(6) 2011. Infusion device was replaced and requested for evaluation. Additional information was not provided.